Event description:
The patient was hospitalized for elevated blood glucose levels. The patient's mother reported that the pump was unresponsive when the patient awakened. The pump history indicated that the pump emitted both low and replace battery alerts which did not awaken the patient. The patient's mother reported that the pump functioned properly upon battery replacement.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation can be completed and a supplemental report will be filed.